Event description:
New information received indicates that the patient presented in the clinic for follow-up. It was noted that the patient underwent a magnetic resonance imaging (MRI) procedure without being in MRI mode, which caused the implantable cardioverter defibrillator (ICD) to switch to backup mode. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode with high voltage therapy disabled. No further information was received.